Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, electrical testing confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to placement difficulties. Product investigation discovered an inner coil fracture near terminal is-1 end. The lead was removed prior to pocket closure. No adverse patient effects were reported.